Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor was not powering on with either battery. A loud 'eeking' noise was heard during the phone call. The pt was fit with a new monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, the flash memory failed write to the target ram. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board. The cause of the flash memory failure is the inability to write to the target ram (components u100 and u101). The cause of the problem has been isolated to ca board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of investigation. No adverse event resulted from the defective components. The pt received a replacement monitor.